Event description:
Unsuccessful IV start attempt. Catheter felt to "drag" during insertion and vein was traumatized (hematoma). Noticed irregulation on outer layer of IV catheter. Irregularity at cath tip.